Event description:
It was reported that pump displayed malfunction alarm code and continued to show same code even after reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to reset pump, use multiple daily injections as backup therapy, upload logs via mobile app, and prepare pump for return, while technical support arranged replacement pump, confirmed shipping details, provided instructions for storage mode, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, with customer acknowledging all instructions.